Event description:
Additional information received indicated that the patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited externalized conductors during the system extraction procedure. The system was extracted due to an infection. The lead also exhibited high capture threshold. The lead was explanted. No further information is available at this time.